Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of bilateral corneal haze, observed on left eye greater than right eye at patient's three month post photo refractive keratectomy (prk) visit. Reporter indicated patient was placed on topical steroid drop therapy. Patient noted vision was fluctuating. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.